Event description:
Clinic notes date (B)(6) 2013 indicate that the patient has experienced an increase in seizures. It was noted that the patient had experienced several seizures in the past two months. The notes indicate that the device was showing that the battery is below the end of service limit and is not stimulating (pulse disabled). The patient was referred for generator replacement. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2013 due to eos - yes. The generator was returned to manufacturer for analysis on (B)(6) 2013. The generator pa was completed on (B)(6) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the pulsedisabled by the pulse generator. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 1.717 volts, signifying an eos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.